Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several vt and svt episodes were noted, some treated by with atp and hv shock. The physician suspected the episodes to be atrial fibrillation. The physician reprogrammed the device. The patients condition is good.